Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on its level. Customer technical support provided instructions to reset the pump and assisted the caller in performing the reset.